Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable.

Event description:
At the (B)(6) in (B)(6) 2022 the customer reported vnl -9-cp that the mirror was blurred due to water ingress, image is still blurry after cleaning. Not involving the patient. This event occurred at the time is unknown. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the event was a cloudy image due to water intrusion into the product. The scope was replaced by below spare parts: ift assy w/bending rubber m029-ax001 . Ift assy w/bending rubber vnl9cp-a-x0001. Control body cover m029-sx003-1. Control body cover de - vnl9cp.